Event description:
It was reported that the customer was hospitalized for high blood glucose of 543 mg/dl. The customer was experiencing vomiting, nausea, and blurred vision. It was stated that the customer did not remember when the infusion set was changed. The programming on the insulin pump was reviewed and everything seems to be correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.